Event description:
During an in-clinic follow-up, the device was found to be in back-up mode due to non-maskable interrupt (nmi). The device was then reprogrammed to resolve the event. The patient is stable.